Manufacturer narrative:
Concomitant medical products: product type: implantable neurostimulator. Product ID 3389s-28, lot# va0t2ne, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID 3389s-28, lot# va0t2ne, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two deep brain stimulators for parkinson¿s dual and movement disorders. It was reported that the patient wanted to have an x-ray which would not be related to the therapy, but for a pinched nerve in her arm. The patient reported that they were having a hard time getting it stable, and it had been fluctuating a lot since it was put in. She was not getting the symptom results that she would like. The patient reported no falls or trauma. The patient was to keep working with her healthcare professional (hcp) to get the settings to help her symptoms. Additional information received from the patient reported that they were still continuing to change numbers and programs on their deep brain stimulation. The patient was still trying to get the settings right, which had taken a lot longer than expected. The patient had met with her hcp. Stimulation was increased and the dosage of sinemet was changed, but nothing seemed to work. The patient either had dyskinesia or she was slow and shuffling. The medications the patient was taking did not seem to help a lot. Additional information was received from the patient. It was reported the patient¿s therapy came to an abrupt halt in (B)(6) of 2016. All of the patient¿s symptoms returned and she was walking slowly again. They checked her impedance values and they were very high. A cat scan was done and they saw that one of the electrodes that was down in the center of her brain had moved and they thought the wire may have been broken somewhere. The patient noted that her therapy had never really worked as well as she expected since implant and the effectiveness really fluctuated. The patient stated that it was hard to say if she got greater than 50% because she was always changing it. The patient had been going in for reprogramming a lot and didn¿t see improvement as fast as she would have liked. The patient noted that it did help some with her dyskinesia, tremors, and stiffness. It was also noted that the patient knew other patients that had better and faster results than she had. The patient was to have a revision/replacement on (B)(6) 2016 and was to follow-up with the hcp. Refer to manufacturer report #3004209178-2016-16980 for the report of this event for the patient's other deep brain stimulator.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.